Event description:
It was reported that a customer's pump had a broken screen, making it difficult to read, though the touchscreen functionality remained operable. There was no reported impact to the customer¿s blood glucose level. The pump was recognized by the computer and arrangements were made for its return, with a replacement pump provided to the customer.